Event description:
The customer reported the ventilator remote alarm was not functioning when the ventilator alarm activated. The customer reported the device was in use and there was no patient harm. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarm is activated. During evaluation, the manufacturer's field service engineer noted the remote alarm connector was broken. The service engineer replaced the main pcb board to address the finding. Applicable final testing was completed and passed to operating specifications.